Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that she has found an article that shows other patients with problems. In a literature article titled the subtle presence of iolglistenings highlights the importance of checking for easily found problems first, the authors reported (B)(6) female patient who experienced poor quality vision, both at distance and at near especially at night. She had undergone an uneventful cataract surgery about 12 months earlier with bilateral implantation. Her postoperative bcva was 20/20 ou. The slit-lamp examination showed 2+ glistenings in the right eye and 3+ in the left eye. Both lenses were exchanged. The patient immediately reported better color vision and full resolution of her mesopic vision complaints. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
Correction - literature article has been attached. The manufacturer internal reference number is: (B)(4). Literature articles 23 apr 2018.